Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that 1 out of 12 needles detached from sutures. No further information has been received.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use; however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 open and 6 unopened pouches. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 1.60 kgf in average and 0.01 kgf in minimum and do not fulfil the requirement of the european pharmacopoeia (ep) for the minimum: ep requirements: 1.12 kgf in average and 0.46 kgf in minimum. According to ep, one low value in 15 units tested is accepted but only 6 closed samples have been received. One of the closed samples received had the needle already detached from the thread when opening the pack. The open sample received is unused and with the needle detached from the thread (thread is still wound on the pack). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open and unused sample and closed sample received showed that the needle escaped from the thread. Final conclusion: considering that the results of samples received do not fulfill the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.